Event description:
It was reported that the patient was hospitalized due to increased seizures. The patient had their vns checked and it was found that they had low battery. Per the physician's assessment the cause for the increased seizures was noted to be due to low battery and an external factor and the increase is above pre-vns baseline levels. No known surgical intervention has occurred to date. No other relevant information has been received to date.